Event description:
Additional information was received from the patient. They reported that the shocking sensation had not resolved and was not coming from the recharger pins. The "little bump" they were previously describing was clarified to be the neurostimulator scar. The patient indicated that the cause of the shocking had not been determined and they didn't know what contributed to the issue. The patient had tried recharging over and over to resolve the shocking, but nothing worked. When asked, they indicated that they weren't sure if they were able to charge to 100%. When asked if their weight loss had affected the product, the patient indicated that it had not but that the depth of their ins was unknown to them. The patient was asked if a new pocket was created for their ins of if the device was placed in a previous pocket but the response was unclear. The patient noted their healthcare professional had been notified of the reported issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had difficulties recharging the ins: the recharger light turned reddish orange and then they saw the 1707 error message. Patient confirmed they have previously seen the 1707 message several times. When asked if they had ever successfully charged the ins and patient thought they had been charging but when they saw the managing physician it was determined that the ins was completely dead. The patient was not certain where the ins was located, cannot feel it and cannot find the incision scar. When patient was asked what they saw prior to 1707 message, for example did they see any coupling status the patient did not provide a clear answer. The patient additionally was feeling little shocks and was not sure if it is at the lead site and is feeling it towards the right side and only while trying to charge. Patient was feeling shocked when pressing on a little bump which is the size of a pencil eraser which patient suspects to be the lead. Patient reports the skin is red there as well from having to move the recharger around, first noticed on the day of the call. Patient has sensitive skin and thinks maybe it¿s just irritated from repositioning the charger. Patient has been having trouble ever since she got it. Patient is losing weight and lost 10 pounds which may also be affecting the ins site. It was recommended patient palpate the upper buttocks in order to locate the ins site. The patient was having difficulty feeling the ins but did mention they did successfully use the communicator in the past and was positioning the recharger in a similar spot on the body. It was recommended patient wait to turn the recharger on until after it has been positioned against the ins, and patient confirmed they have been doing so. Reviewed importance of recharger position over the ins and how implant position and depth may affect recharging. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The field rep was contacted and hadn¿t heard from the patient or clinic but will try to connect with them to see if they patient is still having issues with recharging.